Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose value was 257 mg/dl. The customer also reported that the approximate size of air bubbles was large. Customer was noticed air bubbles during troubleshooting for high blood glucose level. Location of air bubble was at the top of reservoir. The reservoir will not be returned for analysis